Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/28/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the health care professional reported that during the thrombectomy procedure, the 5mm x 37mm embotrap iii revascularization device (et307537/20j122av) was used and it became stuck in the sofia® 6f intermediate catheter (microvention) during the clot retrieval. The physician had to pull the embotrap iii and the sofia intermediate catheter in order to retrieve the clot from the patient. There was no appearance of damage observed on either the embotrap iii device or the sofia 6f intermediate catheter. Continuous flush had been maintained through the catheter. Additional information was received, the physician did not know what the cause of the resistance was during the removal of the embotrap iii device. The rebar¿ 18 microcatheter (medtronic) was used to deliver the embotrap iii device. There was no difficulty during the device deployment. The device was prepped in accordance to the instructions for use (IFU). There was no evidence of thromboembolism due to the reported withdrawal difficulty issue. There was no procedure delay as a result of the reported event. The procedure was successfully completed with the first pass made with the embotrap iii device. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The product investigation was started on (B)(6) 2021 and has been completed on (B)(6) 2021; the investigation is documented below. Investigation summary: it was reported by the customer that the embotrap iii device was stuck inside the sofia plus intermediate catheter during the clot retrieval. The initial examination of the returned embotrap iii device identified that the embotrap iii device was firmly lodged in the returned sofia plus intermediate catheter. It was confirmed that the proximal coil to shaft bond failed and the proximal coil slipped proximally. It is concluded that the bond separation and the proximal coil movement were caused by the complaint investigation process and not a product malfunction as this failure does not contribute to withdrawal difficulties through the catheter. No other significant damage or deformation was confirmed on the embotrap iii device. There was no evidence of any strut fractures on any components. The visual inspection indicated that the returned embotrap iii device was correctly assembled and manufactured, with other adhesive bonds and joints complete and undamaged. Visual inspection confirmed a large amount of clot and congealed blood on the embotrap iii device and inside of the returned sofia plus intermediate catheter. Once the embotrap iii device was removed from the sofia plus intermediate catheter, a large amount of clot and congealed blood exited. This is indicative of that the devices were used for withdrawal of a large clot burden. The visual inspection of the returned sofia plus intermediate catheter indicated deformation (i.e. Compressed outer diameter (od)) on the distal segment of the catheter and the occlusion of the distal tip of the catheter by blood clot and congealed blood. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 20j122av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the most probable root cause for the difficulty in withdrawal of the embotrap iii device is concluded to be: withdrawal of a large or a hard clot burden with the embotrap iii device, resulting in lock-up of the embotrap iii device inside the sofia plus intermediate catheter. Interruption to the catheter irrigation during the procedure, possibly due to tortuosity of the vasculature, allowing the blood to congeal in the catheter lumen resulting in increased withdrawal resistance. This is supported by the large amount of blood clot and congealed blood noted on the returned embotrap iii device and the sofia plus intermediate catheter. There is no indication that this complaint was as a result of a defect with the embotrap iii device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 20j122av (sub and top assembly). There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The health care professional reported that during the thrombectomy procedure, the 5mm x 37mm embotrap iii revascularization device (et307537 / 20j122av) was used and it became stuck in the sofia® 6f intermediate catheter (microvention) during the clot retrieval. The physician had to pull the embotrap iii and the sofia intermediate catheter in order to retrieve the clot from the patient. There was no appearance of damage observed on either the embotrap iii device or the sofia 6f intermediate catheter. Continuous flush had been maintained through the catheter. Additional information was received, the physician did not know what the cause of the resistance was during the removal of the embotrap iii device. The rebar¿ 18 microcatheter (medtronic) was used to deliver the embotrap iii device. There was no difficulty during the device deployment. The device was prepped in accordance to the instructions for use (IFU). There was no evidence of thromboembolism due to the reported withdrawal difficulty issue. There was no procedure delay as a result of the reported event. The procedure was successfully completed with the first pass made with the embotrap iii device. There was no report of any patient adverse event or complication.